Manufacturer narrative:
The reported events were high capture threshold, dislodgement and loss of capture. As received, a complete lead was returned in one piece. The reported event of high capture threshold and loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. S-curve height was measured to be within specification. Visual inspection of the lead did not find any anomalies.

Event description:
During follow-up, increased capture threshold was observed on the left ventricular (lv) lead resulting in a loss of capture. Diagnostic imaging was performed and revealed lv lead dislodgement. The issue was resolved by explanting and replacing the lv lead. The patient was in stable condition.